Event description:
The report received from the registry indicated, the patient had a non-q wave myocardial infarction (mi) and elevated cardiac enzymes after the index procedure. The patient had two (2) cypher select plus stents implanted in the right posterior descending artery (rpda) in overlapping fashion: a 2.25 x 18mm (stent #1), and a 2.5 x 23mm (stent #2). During implantation of the 2.5 x 23mm stent (stent #2) a procedural complication occurred. A small posterolateral brach was occluded. Attempts to re-establish flow were not successful as the physician was unable to access the vessel with the guidewire. Reopro was administered. The patient was asymptomatic and there were no ECG changes. The patient was discharged the same day.

Manufacturer narrative:
The indication for the index procedure was stable angina and an ECG stress test. The patient was found to have three-vessel disease and one lesion was treated. A staged procedure was planned due to cardiovascular safety. The approach for the procedure was radial. The target lesion was the rpda. The lesion was reported to be: de novo, 2.25mm vessel diameter, 38mm length, a 100% occlusion, a bifurcation lesion/major side brach unable to be protected, ostial a chronic total occlusion (cto,>3 months), moderately calcified, irregular, a moderately tortuous proximal segment, eccentric, absent of thrombus, angulation (>45 degrees and <90 degrees), and type c. The lesion was pre-dilated with a 1.5x15mm balloon at 12 atm. A cypher select plus 2.25 x 18mm stent was implanted at 18 atm. The stent was post-dilated with a 2.0 x 15mm balloon at 14 atm due to under-expansion of the stent. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre-procedure was timi 0 and timi 3 post-procedure. An add'l cypher select plus 2.5 x 23mm stent at 18 atm in overlapping fashion. The stent was post-dilated with a 2.0 x 15mm balloon at 14 atm due to under-expansion of the stent. A satisfactory result was obtained. The planned staged procedure was done eleven days after the index procedure. The target lesion was the mid left anterior descending (lad) coronary artery. There was no evidence of mi. A good result was obtained. The re-percutaneous coronary intervention (re-pci) was unrelated to the previously implanted cypher stents/index procedure. A patient phone contact at the one-month period noted the patient had angina and was continuing his medical regimen. A note stated the angina occurred for seven to days after the re-pci and subsided. A patient phone contact at the six-month period noted, the patient had angina and was continuing his medical regimen. The adverse event (ae) of mi was reported to be mild in severity and not a serious adverse event (sae) and due to necrosis/the side branch occlusion. The relationship of the event to the cypher 2.5 x 23mm stent was probable and was not related to another cordis product. The relationship of the event to the procedure was highly probable. The event was resolved without sequel. The ae of side branch occlusion was reported to be mild in severity and not a serious adverse event (sae). The relationship of the event to the cypher 2.5 x 23mm stent was probable and was not related to another cordis product. The relationship of the event to the procedure was highly probabe. The event was resolved without sequel. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.